Manufacturer narrative:
Device evaluation update: technical service evaluated the resulting logs and agreed with the customer that the blower was the faulty part and the root cause of both alarms. The blower was replaced under warranty.

Event description:
Additional information received indicates that the customer sent logfiles for further investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was having alarm tf 316 issues. No patient involvement reported.